Manufacturer narrative:
The pump was returned to be evaluated. No visual manufacturing abnormalities were noted. B. Braun completed an evaluation of this pump per the procedure for complaint returns. A volumetric's accuracy test was performed three times. The volumetric's checked within specification. The reported over-infusion could not be duplicated. A review of the operation log was performed. There were 3 events near the date/times given by the customer. On (B)(6) 2011 at 16:46:37, an infusion was started with a rate of 40.0ml/hr (ref line 3283). The infusion was stopped at 4:09:42 on (B)(6) 2011. The theoretical volume infused should have been 454ml. The actual volume infused was 453.67ml. The second event started at 4:09:52 and ended at 5:26:42 ((B)(4)). The rate was set for 40ml/hr initially but was changed to 3ml/hr at 5:09:54. The theoretical volume infused should have been 40.85ml/hr while the actual volume infused was 40.84ml. The third event started at 9:58:06 on (B)(6)/2011 with a volume to be infused 1100.0ml ((B)(4)). The infusion stopped at 8:55:52 on (B)(6) 2011. During this event, there were multiple battery alarms. The theoretical volume infused should have been 918ml. The actual volume infused was 918.31ml. All 3 events met specifications. Based on the operation log, an over-infusion did not occur. The pump met all visual and physical testing requirements. All available information has been forwarded to the actual manufacturer for evaluation.

Event description:
As reported by the user facility: reported an over-infusion. Tpn was being administered at the time. Patient may have become hypoglycemic and in response they administered d5w. Additional information provided by the facility indicated the infusion was to run over a 25 hour period. The infusion was started at 6 am and was over at 3 pm. She noted that the pump did not alarm, the over-infusion was noticed by a nurse. She reported patient did become hypoglycemic and was administered d5w. The patient suffered no additional adverse sequela associated with the reported incident.